Event description:
It was reported the insulin pump alarmed button error. The device was not exposed to moisture prior to alarm occurring. The buttons were not pressed longer than three minutes. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and scratched display window noted during visual inspection. No button response due to flattened dome switch on esc button. No button error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.